Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience incontinence. The aus was not working due fluid loss. The device was explanted and replaced. No further patient complications reported.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. No additional information was reported.